Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 systems; this report is in reference to the ipg associated with the model 3224 lead. It was reported one of the patient's ipg's became inoperable (reason unknown). Patient underwent surgical intervention to remove and replace the ipg. Therapy has been restored post-operatively.